Event description:
While attempting to suture with vicryl the thread broke from the needle. We were not able to find the needle. The patient had to be transferred to a hospital for x-ray. A suture needle was located with xray assistance and instrumentation probing, it was removed in total and discarded in the sharps bin, no joint violation, a 4-0 deep vicryl was placed to approximate the subcutaneous tissue and then horizontal mattresses placed to close the skin layer.